Event description:
It was reported via repair work order that the bed had no power due to the cpu and junction boxes needing to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.